Manufacturer narrative:
(B)(4). Eval summary -the analysis results found that the el314 was received with the pull rod deformed; therefore, it would not engage on the trigger making the instrument non-functional (not rotating, yielded jaws). As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported by the affiliate that the clip applier jaws were too wide. It did not grab the clips also the clip applier doesn't rotate, it is stuck. The user used another clip applier doesn't rotate, it is stuck. The user used another clip applier. There was no pt consequence.